Event description:
It was reported that the patient had difficulty charging the ipg. It was also stated that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the entire system was removed and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: 13838813/14215999.